Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link needle-free IV connector back flowed. During patient use, blood was observed ¿backing up in the cvc and IV tubing past the baxter one link into medication tubing¿. The tubing was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.